Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no errors were observed in the meter history. The meter successfully paired with the pump when the pump was powered on. On testing, all keypad buttons were normally responsive without hypersensitivity. A 10 unit bolus was successfully completed using the meter. No functional defects were found with the returned meter. Review of the pump's black box and download history revealed no activity outside normal use. No alarms or pump conditions representing a malfunction were recorded in the black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation did not reveal any malfunction or defect involving the pump.

Event description:
On (B)(6) 2012, the patient claimed her blood glucose readings have been elevated ever since she managed her diabetes with the animas insulin pump 2 months ago. On the day of the call, the patient had a blood glucose reading of 517 mg/dl with small ketones. Reportedly, she took a correction bolus via syringe. The patient refused to complete troubleshooting and wanted to return the animas products. On (B)(6) 2012, animas contacted the patient for additional information. All the patient's settings in the pump were confirmed to be correct. There were no associated alarms in the history. The patient allegedly changes out the site/set every 3 days. The insulin site had no issue. Again, the patient refused to complete troubleshooting. This complaint is being reported because the patient had blood glucose reading above 500 mg/dl while on insulin pump therapy. It is unclear the patient's blood glucose excursion was attributed to diabetes management, pump malfunction, user error, or intentional misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.